Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. A 2.50 x 16 synergy¿ drug-eluting stent was selected for use. However, upon unpacking, when the physician took the stent's cap off, it was noted that half of the stent was out of position. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that some of the distal struts were pulled distally over the distal tip. The center to distal struts were misaligned, stretched and distorted. The damage noted most likely occurred due to handling of the device during preparation. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.(B)(4).

Event description:
It was reported that the stent moved on balloon. A 2.50 x 16 synergy¿ drug-eluting stent was selected for use. However, upon unpacking, when the physician took the stent's cap off, it was noted that half of the stent was out of position. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.